Event description:
It was reported that when the blade is plugged in, the light comes on but the image is completely black.

Manufacturer narrative:
The device has been returned to our us facility and will be forwarded to the manufacturing site. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer image is completely black was partially confirmed, and further defects were detected. In total the following defects were detected: - stripes/disturbances in the image - blade worn - adhesive points on camera head worn - housing worn. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the image is black. The event is filed under internal karl storz complaint ID: (B)(4).